Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra link meter arrived in a wet box. The complaint was classified based on the customer care advocate (cca) documentation. The pt said the shipping box was soaking wet. Although the meter turned on, the pt was concerned that the meter was not operating correctly due to becoming wet. The pt was asymptomatic and denied taking diabetes treatment action or receiving medical intervention because of the issue. The pt's products were replaced. The complaint is reported due to the unusual noted issue above.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.